Event description:
Following a refill session, the pt was getting shocked every time he got into and out of his car. He also stated, "my pump is kicking in 'on and off'. It's a buzzing feeling in my back that lasts about one minute - occurring about once an hour." The pt stated his symptoms were located "from fingertip to low back". The pt was at home. No pump alarms were sounding. The pt was encouraged to contact his healthcare professional. The pump was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.